Manufacturer narrative:
One partial sample was received in used condition to perform an investigation. Testing could not be performed as the tracheostomy tube was not received. No root cause could be determined since the tracheostomy tube was not received to perform functional testing; and therefore, the complaint could not be confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during a hospital pre-test, the cuff was not inflating but the inflation line was over inflating. No patient injury was reported.